Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and is inquiring about recall for her right knee surgery on (B)(6) 2016. Update (B)(6) 2022: patient is experiencing instability. She has seen three different surgeons and has upcoming revision surgery in (B)(6). Patient would like to know what implants she can use in her revision for a better outcome.